Event description:
Device malfunction: stent delivery system kinked, hypotube separation. Time of malfunction: unk. Symptoms/ae: unk. It was reported that as the rx acculink was removed from the package, the stent delivery system kinked. The device was not used. There was no pt involvement. However, during device evaluation, a separated hypotube shaft was found. Blood was observed to be in the lumen and on the stent which may indicated that the device was possibly introduced in the anatomy. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned with blood in the distal outer sheath, in the outer member, on the stent implant, on the outer member and handle. There was also contrast on the handle. There was no damage noted to the stent implant. There was a bend in the hypotube which may have occurred during shipment to abbott vascular. The hypotube and jacket were separated and the point of separation was stretched and jagged. The fractured faces were ovaled as if kinked prior to the separation. Although the analysis was unable to determine the source of this separation, historical data for hypotube separation has shown that the separation typically initiates with a kink in the hypotube. If the stent delivery system is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could ultimately separate. Kinks can occur during mfg, removal from packaging or during device preparation and use. As part of a mfg quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. All catheters are inspected for kinks during the mfg process. In addition, samples from each lot are visually, dimensionally and functionally inspected. Based on available info and results of the analysis of the returned product, there does not appear to be any materials or workmanship deficiency that could have caused or contributed to the observed incident. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.